Manufacturer narrative:
The navio handpiece, used in treatment, was returned for further evaluation and a visual and functional evaluation was performed, which confirmed the reported event. Visual inspection of the connector found that no pins were bent or recessed. The handpiece was connected to a navio system to complete the handpiece troubleshooting test from the admin screen. The system indicated handpiece communication error. No additional testing was possible. This is indicative of internal wiring wear and tear over time due to cable bending and twisting, and from pulling the strain relief away from the handpiece during the decontamination process. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found 41 similar reports and this issue will continue to be monitored. The root cause was found to be expected wear / tear.

Event description:
It was reported that when starting the case, the system would not recognize that a handpiece was connected when it was. Attempted backing in and out of the case, shutting the system down and rebooting, doing a handpiece test, and checking the cable/ports. Nothing would resolve the issue. Two times the handpiece was recognized, but would produce the same error before it could be calibrated. Delay greater than 30 minutes was reported and no patient injuries have been reported.

Manufacturer narrative:
H10: additional information on a1, e1 and h3. H11: correction on d10.